Event description:
The user facility reported that their reliance synergy washer was leaking water. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived onsite and did not observe any water on the floor. The technician did observe that user facility personnel had placed towels around the unit evidencing that a large amount of water had leaked. The technician inspected the unit and found the drain line to be leaking; specifically the hose clamps were loose which allowed water to leak. The drain line is located on the recirculation piping. The technician repaired the unit, ran a test cycle and confirmed the unit to be operational.